Event description:
The patient reported increased spasticity in their legs that started in mid-march 2014. A dye study was attempted. The managing physician could not aspirate from the side port. A catheter break of the spinal segment at the spinal site was observed in surgery. The entire catheter was replaced, though it was noted that the intrathecal segment was unable to be retrieved and assumed to be in the spinal canal. The section from the anchor to the connector pin was explanted. The medication infused was gablofen. The patient¿s status at the time of the report was alive with no injury. On (B)(6) 2014 information was received from a representative indicating that the patient was stable and was reporting increased efficacy in spasticity control. They were to go to inpatient rehab for additional dose titration.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).